Manufacturer narrative:
Device was received deployed. Data obtained from the device generated an 0x41 alarm indicating a rotational sensor maximum summed error table occurred during the activation process. Fluid flowed through the fluid path as intended. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. This contamination contributed to the generation of the 0x41 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 36 and 48 hours on the leg.